Manufacturer narrative:
The customer reported that when replacing the batteries on their analyzer that the "batteries became so hot that the wrapping around the batteries began to melt". There were no allegations of incorrect results. There were no allegations of patient/user harm. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that when replacing the batteries on their analyzer that the "batteries became so hot that the wrapping around the batteries began to melt". There were no allegations of incorrect results. There were no allegations of patient/user harm.